Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Option elite ivc filter found to be multiply fractured and embolized. Filter removed with forceps, one locally retained leg removed and one fragment removed from left pulmonary artery. One leg remains in an extravascular location.